Event description:
It was reported there was no telemetry. The patient programmer would not communicate with the implantable neurostimulator (ins). A 'poor communication' icon was displayed. The health care professional tried new batteries in the programmer. The patient last used the programmer about 3 weeks ago. It was not suspected the ins was depleted. Multiple positions were tried for telemetry. The patient did not use an antenna. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v906984, implanted: (B)(6) 2012, product type lead; product ID 3037, product type programmer, patient. (B)(4).